Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the enteral feeding spike set began leaking when connected to the feeding jug. Issue occurred prior to priming. No patient injury was reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. The sample was clogged at the connector spike which caused pressure at the connector. The pressure caused the leak in the spike connector. The clog was removed from the sample and the priming and feeding process was performed. There were no leaks found. A corrective action is not deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.